Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 8 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, the patient presented bone type IV, 40ncm of primary stability was achieved and immediate load was performed.